Event description:
Pt tried to switch power source from battery to ac power and had difficulty doing so due to the fact that connector on the battery clip came apart. Because of that pt was not able to reconnect cable to any power source and went to cardiac arrest. In following up with the rest of the pts in the vad program we found another two devices with the similar problem and replaced those devices.